Manufacturer narrative:
Internal complaint reference number: case: (B)(4).

Event description:
It was reported that during inspection process, the articular surface provisional sz 3 9mm was found to be damaged. It is unknown what type of damage it was. There was no case involved. The investigation found that the device is chipped.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned device confirmed the stated failure mode. The device is chipped, rendering it inoperable. The device shows signs of extensive use. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.